Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous superficial femoral artery. The lesion was pre-dilatated with a 6x240mm non-abbott balloon. The 6.0x150mm supera sefl-expanding stent system (sess) was advanced to the target lesion and was in the process of being deployed; however, the sess was attempted to be removed before the stent fully deployed. Therefore, stent was pulled back to the anterior tibial artery and had to be deployed at that site. Resistance with anatomy was noted as the device was being pulled into to a smaller artery. The delivery system was pulled into the sheath; however, the nosecone separated inside the sheath. The device was completely withdrawn including the nosecone from the patient's anatomy underflorosocpy. Three additional supera stents were used after to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. 2017- failure to follow steps / instructions.na

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device was attempted to be removed before the stent was fully deployed. It should be noted that the supera peripheral stent system instructions for use (IFU) states after initial stent deployment: steps 7 thru 9. Rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. The investigation determined the reported difficulties appear to be related to the deviation of the IFU and subsequent circumstances of the procedure as it is likely that during stent deployment the device was inadvertently withdrawn before the deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle; thus the stent was not fully deployed resulting in the reported activation failure. The attempt to withdraw the compromised device as the device was being pulled into a smaller artery resulted in the reported difficult to remove. As reported, the stent had to be deployed in the anterior tibial artery. Interaction with the sheath during withdrawal ultimately resulted in the reported tip material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.na